Event description:
It was reported that the customer experienced a cartridge alarm with the tandem mobi pump, identified specifically as cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Tandem technical support instructed the customer to attempt a bolus, which was unsuccessful, and consequently decided to replace both the pump and the cartridge. The customer was informed about the necessary steps for using the backup insulin pump, handling the storage mode, and returning the problematic pump to tandem. A replacement pump was sent to the customer.